Event description:
Consumer was using the heating pad in bed on her neck and alleges a burst of heat came out of the heating pad and burned her neck. She already had an appointment scheduled with her doctor for another issue and she showed him the burn at that time. She was given a prescription for burn ointment.

Manufacturer narrative:
Consumer bunched and crushed the heating pad which is a violation of the warnings and instructions provided. This incident is the direct result of misuse / abuse of the product.